Event description:
A hospital in (B)(6) reported that an rt241 adult breathing circuited caused an alarm on a mr880 humidifier, approximately 30-40 minutes after use. The alarm was resolved after the breathing circuit was changed. No patient consequence was reported.

Manufacturer narrative:
(B)(4) the complaint rt241 breathing circuit is in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Event description:
A hospital in the (B)(6) reported that an rt241 adult breathing circuited caused an alarm on a mr880 humidifier, approximately 30-40 minutes after use. The alarm was resolved after the breathing circuit was changed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt241 breathing circuit was returned to fisher & paykel healthcare (B)(4) and a heater wire continuity test was performed with a calibrated multimeter. Results: the complaint device did not pass the heater wire continuity test. A lot check revealed no other complaint of this type for lot number 120306. Conclusion: the heater wire of the complaint device was found to be open circuit. We were unable to determine the cause of the open circuit. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. (B)(4).